Manufacturer narrative:
Integra has completed their internal investigation on 12sep2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the cusa excel 23khz cem nosecone was returned with the cable cut off and separate from the nosecone. This condition rendered the nosecone inoperable for functional testing via the cusa excel system. A fluke ohm meter was used to measure the continuity with the button pressed (activated) and un-pressed(not activated). The meter measured continuity in both conditions suggesting the button was not functioning properly. Further inspection under magnification found light green or white residue (corrosion) on the surface of the conductors. This finding is consistent with the use of a chlorine-based disinfecting solution. Note that the c6623, cusa excel 23khz cem nosecone is a single-use product. According to the DHR review, no anomalies were reported during the packaging process of this lot that could be related to the reported condition. No patient harm was reported as part of this incident. No similar complaints related to coviden force fx generator was turning itself on and off have been reported for this lot 1151158. After reviewing the complaint system since 11/23/15, only this complaint has been reported related to coviden force fx generator was turning itself on and off at integra pr facility. Approximately (B)(4) units of cusa nosecone products have been shipped for sales purposes since 11/23/13 until 11/23/15, resulting in a complaint occurrence rate of approximately (B)(4). The complaint report of the ¿cem nosecone was turning itself ¿on¿ during use and burned the drapes¿ cannot be confirmed. The root-cause of the reported complaint could not be conclusively determined. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
Medwatch report (B)(4) received on 17 nov 2015 with the following: during the resection, the cusa electrosurgery module (cem) was being used for part of the case and the doctor brought to the attention of the operating room (or) staff that the cusa was turning itself on. The device was inspected and it was noted that the covidien force fx generator was turning itself on and off. The scrub nurse had placed a wet towel under the handpiece to prevent burning to the patient; however before it was noticed, a few places on the drapes were burned. The patient was not noted to be burned at this time. Several attempts at trouble shooting resulted in replacing the nosecone on the cusa handpiece and fixing the issue. Patient age and gender was reported as n/a. The original intended procedures were: total left lobectomy. Partial removal of the liver that is caudate lobe or segment 1 resection. Open cholecystectomy. Right adrenalectomy. Roux-en-y anastomosis to (right) intrahepatic bile ducts. Hilar lymphadenectomy. Common bile duct and hepatic duct. Dissection. Ultrasound guidance intraoperative.